Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the two sutures were removed from the proglide device, it was noted that the knot was unraveled. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device operates differently was able to be confirmed. The observed suture returned, removed from the device, and the pre-tied knot unraveled were likely due to the noted cuff miss and handling. Additionally, device analysis revealed one cuff tab was separated and not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device

Event description:
Subsequent to the initial medwatch report filed, additional information was received: arteriotomy closure of the right common femoral artery access site was attempted using the proglide device via an 18f sheath. Manual compression was used to achieve hemostasis.